Manufacturer narrative:
Analysis conclusion: the reported event of the system controller smoking was confirmed. The evaluation of the returned system controller revealed two burned/damaged areas on the black power cable. The first area was at the end of the power connector strain relief. There was a significant damage on the outer insulation with exposed/melted inner wires including the power lines. A slice/cut with a burn mark was also observed ~11¿ from the strain relief. Visual inspection of the power connectors revealed some corrosion inside the white power connector. During further evaluation an early stage of conductor breakdown was also confirmed in the white power cable. The data log file, retrieved from the controller, contained events recorded from 25nov2019 through 26nov2019. There were several intermittent low flow hazard alarms captured on 25nov2019 associated with flow values below 2.5 lpm. The information recorded on 26nov2019 at 5:17 am revealed a low voltage advisory alarm which progressed to a low voltage hazard alarm while the system controller was connected to a power module. A no external power alarm became active at 5:18 and at 5:19 there was a driveline disconnect alarm recorded. In conclusion the reported event appeared to be a result of electrical short between the power lines/wires. Although the damage to the wires appeared mechanical, a specific root cause was not able to be determined. Heartmate3 patient handbook and hm3 instructions for use informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. According to hm3 instructions for use ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ the heartmate3 patient handbook contains instructions to inspect all cables for signs of damage daily. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, it covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Important! Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. No further information was provided. Manufacturer is closing file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported that the controller began to spark and smoke while the patient was using the device. The nurse immediately changed the controller. While at the hospital a new controller was issued to the patient. The issue was resolved. No further information was reported.

Event description:
During admittance, two small breaks were noted in the insulation of the black power lead. The site attempted to cover the cracks with rescue tape but the black power lead began to spark and smoke. The patient's controller was exchanged to a backup controller. There was no reported harm to the patient. No further information was reported.